Event description:
Per the clinic, the recipient was treated with antibiotics (specific type, date and duration not reported) for redness at abutment site.

Event description:
Per the clinic, the abutment was removed under general anaesthesia on (B)(6) 2022.